Event description:
It was reported that the inflatable penile prosthesis (ipp) was revised due to a "connecting tube failure." Only an accessory kit was used during the surgery. The event resolved. Additional information received indicated the patient experienced a device malfunction. The surgery was performed to correct connected tube fault.